Event description:
In preparation for a case with oct imaging of a stent in the mid lad, a dissection of the very short left-main was caused by the guiding catheter. This was not apparent until after oct imaging. Very poor blood clearance was obtained such that the physician assumed that the guiding catheter had slipped out prior to the pullback. After the pullback, the pt went into ventricular fibrillation and a large dissection extending along the lad and possibly back to the aorta. Pt was stabilized and left-main and lad were successfully treated with a new proximal stent. Physician stated that absolutely there was no suggestion that the imaging catheter caused this incident and he had a similar experience recently (in a non oct imaging case).

Manufacturer narrative:
Based on the info provided incident was not caused by the dragonfly imaging catheter used for oct imaging. No product was returned. Review of the device history record was not possible since the lot number was unavailable.